Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications and failed back surgery syndrome leg/back. The reason for call the patient started to feel tingling in their fingers and toes that went up into their head and it was getting stronger. Patient was in bed pooping the whole time when they were traveling. They had to turn the ins into MRI mode to turn stimulation off since it was zapping them and because of that they were no longer feeling stimulation but their back had pain. During call patient service walked patient through how to decrease their stimulation intensity and patient was able to decrease the intensity on group c program 1 from 1. 6 to 1. 5; pt noted program 2 was also at 1.6. The patient had group c at 2.2 they said and when they went to group a they actually increased it to 1.6 since they could not feel stimulation. The pt was redirected to contact their healthcare provider (hcp)  since they were no longer feeling stimulation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.